Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received the catheter system. The sample appeared used. The arterial catheter effective length was measured and found to be 51.2cm in length. The venous catheter effective length was measured and found to be 50.2cm in length. A bend was noted on the proximal magnet array on the arterial catheter approximately 5.5cm from the distal tip. A bend was noted on the proximal magnet array on the venous catheter approximately 5.5cm from the distal tip. Magnets attract to each other and catheters coapted. The investigation is confirmed for material deformation due to the fact that the magnet arrays appear to be bent. However, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through the left medial brachial vein and artery access, the catheters were allegedly unable to align, and the magnets on the venous catheter appeared bent. Reportedly another set of catheters was used to create the avf. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through the left medial brachial vein and artery access, the catheters were allegedly unable to align, and the magnets on the venous catheter appeared bent. Reportedly another set of catheters was used to create the avf. There was no reported patient injury.